Event description:
It was reported that the unit was received broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.